Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 ventilator had a motor fault. At this time, it is unknown if there was patient involvement. The ventilator was returned to medtronic's product analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was identified to be a damaged inductor on the main control printed circuit board (pcb). To address the issue, the main control pcb was replaced. The ventilator was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications.